Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the fiber cap remains intact and attached and exhibits a drill through condition. The glass cap exhibits moderate burned detritus. The glass cap exhibits severe devitrification. There is some white unk substance noted inside the fiber cap tip. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. Reference: 2937094-2014-03072, 03073.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber damaged at tip at 10 mins and 154, 283 joules. The procedure was continued using a second fiber. It was reported that the second fiber was damaged at tip at 11 mins and 01 seconds and 46,919 joules. The procedure was continued using a third fiber. Pt outcome: "no injury to pt." This report is for the first fiber.